Event description:
It was reported that the device broke during surgery. No more information. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 8/17/2023 d4: batch # 395c77 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by ¿device broke during surgery?¿ * did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? * did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? * was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? * was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) * what is the most current patient health status? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and with one vasecr35 reload present. The reload was received partially fired 1/10. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside-the-normal-use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 395c77, and no non-conformances were identified.